Event description:
Additional information received reported that the patient still had concerns regarding the device or therapy and had an appointment on (B)(6) 2014 to work with the healthcare professional (hcp). Additional information received reported that the manufacturer¿s representative had no further information. It was noted that the patient had an appointment to consider revision on (B)(6) 2014. Additional information received reported that the patient planned to undergo revision of the leads and generator. It was noted that the procedure had not been scheduled. It was stated that the healthcare professional (hcp) planned to move the lead tips from t9-t10 up to t7-t8. It was stated that the hcp wanted to upgrade the device to a restore sensor since the patient had ¿quite a bit of positional change in her stimulation.¿ it was noted that the patient¿s medicare insurance was a factor to determine whether the sensor upgrade was possible financially.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a post-op appointment. It was stated that the patient was not currently receiving appropriate therapy.

Event description:
It was reported that the patient was getting ¿a lot of change in intensity¿ that were not related to positional changes, or related to very small changes. The patient would reportedly ¿just be sitting in a chair¿ and it would go from being too strong to not feeling it at all or ¿changing locations on her body etc¿. Stimulation changes also occurred when the device was pressed against. It was noted that impedances looked good, between 707 and the 9 hundreds. The reporter wanted to know if there was programming that could be done to remedy it and noted ¿reducing electrodes¿ on the day of the report. The settings at the time were: amplitude of 3.45v, pulse width of 180's and a frequency of 40hz on electrodes 3+,4- with an impedance of 198 ohms. The battery was at 58 days post implant. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 9 7754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
Analysis of ins (s/n (B)(4)), found no anomaly.

Event description:
Additional information received reported that while the revision had been rescheduled multiple times it was performed ¿yesterday (B)(6) 2014.¿ it was stated that during the lead revision one existing lead was advanced to t8. It was reported that the other was inadvertently pulled out of the epidural space while trying to remove the anchor so it was replaced with a new lead. It was noted that the replaced also had the lead tip to t8. It was reported that the generator was replaced with a restore sensor. It was noted that the old generator would be returned for analysis today. It was noted that the patient¿s device was reprogrammed and the patient had bilateral leg coverage. It was reported that the patient did not have ¿dramatic fluctuation¿ in intensity like she was complaining about before, but it was noted that the patient¿s mobility was limited after the procedure. It was stated that more information about the patient outcome would be updated after the post-operative visit in the office.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the implantable neurostimulator (ins) and leads were returned to the manufacturer.